Event description:
Anaphylactic reaction [anaphylactic reaction] ongoing sweating after any exertion [hyperhidrosis] case narrative: this is a serious spontaneous case received by medical information via phone from a physician in australia. This report concerns a 63-year-old male patient who experienced anaphylactic reaction and sweating after any exertion during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration, route, frequency and used for unknown indication from (B)(6) 2024 to an unknown stop date. The patient had knee issues and was recommended to receive euflexxa at prp radiology. On an unknown date in (B)(6) 2024, he experienced an unusual issue and had an anaphylactic reaction, leading to hospitalization for several days after the administration of the first dose of euflexxa on (B)(6) 2024. The patient reported ongoing sweating after any exertion, which had only occurred since the euflexxa was administered. Action taken with euflexxa was unknown. No concomitant medication was reported. The event anaphylactic reaction was reported as serious. The event ongoing sweating after any exertion was reported as non-serious. The outcome of anaphylactic reaction was unknown, the outcome of sweating after exertion was not recovered. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: internal # - others = au1599. Internal # - others = fer1983 this ae occurred in australia and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.